Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp shutdown issue. The fse inspected the iabp and tested for system calibrations and voltage verifications. The fse was unable to find any issues. The fse did not find any errors in the logs pertaining to a failure. The fse completed all diagnostic and performance tests with no issues. The iabp passed all the tests. The fse completed pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) was powering down during use on a patient. No adverse event was reported.